Manufacturer narrative:
Result: malfunctioning power cord.

Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.